Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the lifevest electrodes. The patient was prescribed an antibiotic by his physician. Initially the irritation worsened. The patient began using hydrocortisone cream and the irritation improved.